Event description:
The patient had a 6.6 french broviac catheter put in 8 days later the physician noted that patient seemed not to be tolerating the catheter well and returned the patient to the operating room. When the physician removed the catheter the physician observed small slits at the narrow end of the catheter. Additional information: chemotherapy was infused through the catheter. Facility contact does not know if a new device was placed.

Manufacturer narrative:
This complaint is confirmed and will be reported as user related. Returned is a section of broviac 6.6 fr catheter tubing. The section of tubing contains the surecuff and the damage that has been reported by the complainant. Gross and microscopic examinations revealed a longitudinal slit in the tubing that is located just distal to the surecuff. The burst site is "s" shaped. Gross and microscopic examinations shows a blood residue on exterior of the catheter. The longitudinal shaped split located on the catheter contains characteristics associated with burst trauma secondary to over-pressurization. It appears infusion pressures may have exceeded the elastic strength of the tubing. Coagulation and clot formation results from blood remaining in the catheter following inadequate irrigation. Or, the occlusion may stem from the abnormal condition of a patient's blood. Poor flushing technique after blood sampling may allow layers of fibrin to accumulate over time, narrowing or obstructing the lumen. Lipid-based occlusions are more common with lipid-containing parenteral nutrition admixtures. Primary precipitation of poorly soluble components of the infusate can occur, and/or drug interactions within the catheter lumen can produce insoluble precipitates. The product IFU gives descriptive and illustrative instructions on a proper flushing protocol. A proper flushing protocol must be followed in order to reduce the risk of occlusion. The product IFU lists lumen occlusion as a potential risk. Gross visual and microscopic examination functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. This appears to be a user maintenance issue. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.